Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left subclavian vein. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. During first inflation, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with this device. No complications were reported, and the patient was in good condition post procedure.